Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) logged into pyxis and accessed the desktop, then logged into the hardware test application (hta) and tested the entire drawer; all functions were working properly. The fse inspected the back of the unit for any issues that might slow down pyxis but found none. Remote support service (rss) showed no health concerns other than multiple reboots. Firmware and operating system updates were verified as current, and both c and d drives had sufficient space. After rebooting pyxis back into the application, the customer logged in and successfully pulled medications for two patients. System appeared to be functioning normally. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.